Manufacturer narrative:
B5 (describe event or problem)and d4 (additional device information) were corrected. The customer reported a complaint of a leak at the air trap of the start-up kit (suk) (lot #173284) was confirmed during visual inspection. As received, the air trap's top cap was detached from the polycarbonate tubing. The probable root cause could be a latent defect at the bond. Visual inspection of the returned suk was performed and found the air trap's top cap was coming loose/detached from the polycarbonate tubing, thus confirming the reported complaint. No other physical damage was observed. Due to the condition in which the suk was received, the functional leak test could not be performed. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the suk with lot # 173284.

Event description:
During ivtm therapy on a 59 year old male post cardiac arrest patient, the customer reported there was a leak observed from the air trap of the start-up kit (suk) (lot #173284). The thermogard xp ivtm system displayed an air trap alarm. The suk was replaced and the alarm was cleared. The therapy was continued on the same console without issue. The dwell time was 32 hours. Per the customer, the patient died, and the outcome was not related to the ivtm console.

Event description:
During ivtm therapy on a 59 year old male post cardiac arrest patient, the customer reported there was a leak observed from the air trap of the start-up kit (suk) (lot #unknown). The thermogard xp ivtm system displayed an air trap alarm. The suk was replaced and the alarm was cleared. The therapy was continued on the same console without issue. The dwell time was 32 hours. Per the customer, the patient died, and the outcome was not related to the ivtm console.

Manufacturer narrative:
Zoll has received the start-up kit for investigation. A follow-up report will be submitted when the product investigation has been completed. Only limited information is available, and it seems that the patient died due to sickness, and the customer said that the patient's death was not related to the zoll catheter. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Probably outcome death related to the patient's clinical condition and not to ivtm therapy. Death was not related to zoll device and procedure.

Manufacturer narrative:
Following the medical safety assessment, zoll concluded that the death was not related to the start-up kit or ivtm therapy, but rather to the patient's clinical condition. Therefore, submitting this supplemental MDR to retract the initial and supplemental #1 MDR submission.